Event description:
It was reported that a patient underwent a sling procedure and a concomitant anterior pelvic floor repair procedure on (B)(6) 2011. Following the procedure, the patient experienced an urgency to urinate. She felt the urge to urinate but it took her anywhere from three to seven hours to urinate. A week postoperatively, the patient was unable to urinate at all. The patient returned to her physician who suggested she straight-catheterize herself. The patient was readmitted two weeks postoperatively to have the sling cut because it was too tight. After this second procedure, the patient experienced urinary incontinence, which did resolve. The patient is currently having strong urgency.

Manufacturer narrative:
(B)(4), urinary retention. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.